Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black particulate matter inside the drip chamber of a flo-gard IV solution administration set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed molding burn marks embedded in the wall of the drip chamber. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.